Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of assistance with programming their meter to the pump. The customer was assisted successfully. The customer also mentions of previous issues with low blood glucose levels. The customer states their levels had gone down to 64mg/dl and then gone back up to 134mg/dl. The customer states they had collapsed in the hallway and the paramedics responded. The customer states the paramedics noticed the meter was not registering. The customer states they have also been previously hospitalized for blood glucose level of 900mg/dl. The customer states they treated the highs with insulin.